Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. Staples were protruding from the proximal end of the staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. Functional testing found that the reload was loaded into a representative instrument. The reload was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the jaws would not close and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 134051, 134051 premium surgiclip ii 9.75 (lot#: p4g1242), unknown endo gi, unknown endo gia instrument (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, there were issues with the surgiclip 134051 and the egia60avm cartridge. The surgiclip 134051 experienced a problem where the clips did not come out of the instrument, despite the surgeon being able to squeeze the handle and the jaws closing properly. Additionally, the egia60avm cartridge did not fully close, necessitating the use of another cartridge. Furthermore, the staple line created by the egia60avm did not hold or opened up. The issues were resolved by replacing the reload with the same handle, and there were no consequences or impacts to the patient.